Event description:
It is reported that the pt's hip was revised due to dislocation.

Manufacturer narrative:
Evaluation summary - the devices were a trilogy shell, constrained liner, and a versys +7 skirted head. According to the surgical technique, constrained liners are not to be used in conjunction with skirted heads due to the increased risk of impingement and subsequent dislocation. This would be considered and off-label use of this product as indicated on the packaging insert. During revision, it was noted that the poly flanges were fractured. Although not proven, it is likely that the skirted head was impinging with the poly flanges. No product or photos were returned, therefore, the condition of the components is unknown. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.